Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient has a knee replacement that will need a revision on a future date. The information provided is associated with an ankle replacement that matches all other information provided by the patient. It is unknown based on the reported information if the patient requires a replacement of the confirmed ankle devices or a separate knee system that is unable to be identified. No further information available. No further patient impact reported.